Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018 and a suture was used. During surgery, the suture broke when the surgeon did the second pass. The suture was removed and another was used. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4). A needle/suture broken in two sections of product were returned for analysis. During the visual inspection of needle, the swage and attachment area were noted to be as expected, marks that appear to be by use of a surgical instrument could be observed on the body needle. The suture was examined and present body fluids and damaged along on the strand. In addition, the suture was busted near of the loop end. The product contains an absorbable suture and as the sample was received open, the time of exposure of suture to the environment could not be determined and no functional test can be performed due to sample condition. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received, the assignable cause of the performance breakage suture was an improper handling.

Manufacturer narrative:
Product complaint # pc-(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted.